Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. The device was powered up, testing was performed and the device passed all testing. No issues were found with an error code. The event history log was reviewed and no error codes were found. No further action will be taken at this time.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error code. No adverse effects were reported.